Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging hyperglycemia related to an issue with damaged cartridge compartment and cap. Reportedly, on an unspecified date, the patient¿s blood glucose reading was over 500 mg/dl with no symptoms reported. No treatment above and beyond the usual routine of diabetes care and management was reported and the patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Customer support agent reviewed the event with the reporter. It was reported that the cartridge compartment was damaged and the cartridge cap was loose. The reporter stated that there was no moisture inside the pump. This complaint is being reported based on the allegation that the patient experienced serious hyperglycemia related to an alleged damaged cartridge compartment and cap.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/03/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of black box data showed that the last basal delivery was on the complaint date. Unacknowledged no delivery warning was found on the complaint date and the day prior. Additionally, there was an unacknowledged replace battery warning on the complaint date that resulted in multiple power on reset events. The total daily deliveries were consistent with the programmed basal rates. Visual inspection of the pump found some cosmetic damages. No damage was observed with the cartridge compartment or cap. The reported damaged cartridge compartment and cap was not duplicated in the investigation. The returned battery cap was hard to remove due to damages to the coin slot on the top. However, the battery cap was able to fit securely and the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications.